Event description:
During a remote follow-up, an increase in pacing impedance was discovered on right ventricular (rv) lead. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.